Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25sep2019. The service engineer (se) troubleshot wit the customer. The se could not duplicate the reported issue and found the flow sensor are in range. The customer declined further service/repair of the device.

Event description:
It was reported that during power on the ventilator had an air flow problem. There was no patient involvement.